Event description:
Procedure: thoracoscopy. According to the reporter: the surgeon had difficulty firing and stapling. Kept getting a cracking of the handle each time when firing. The surgeon fired applied another sulu in an area that was adjacent to the location where doctor had problems stapling.

Manufacturer narrative:
Initial report sent to FDA on 09/30/2009.